Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload. After further inspection of the reload, the pan was noted to be damaged from the proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. The device was tested for functionality with a test reload and it achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that each cartridge reload is 100% inspected through an (B)(4) to ensure that the one piece sled and all staple drivers are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon changed to use hand sewing to complete the procedure. There were no adverse consequences for the patient.